Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty to operate after use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that on (B)(6)2019, when injecting, the nano-needle came out of her skin after pressing the black button down and she was not able to leave it in for a full count of five. Verbatim: on (B)(6)2019, when injecting the nano needle came out of her skin after pressing the black button down and she was not able to leave it in for a full count of five. It came out because she could not see down on her lower abdomen where she was injecting. The patient was the operator of the device and her training status was not provided. The device model duration of use and suspect device duration of use was one day. The reporting consumer related the event of injection site pain to teriparatide therapy and was not sure if the event of more back pain was related to the teriparatide therapy.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. H3 other text : see h.10.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the unspecified bd¿ pen needle has been found experiencing difficulty to operate after use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that on (B)(6) 2019, when injecting, the nano-needle came out of her skin after pressing the black button down and she was not able to leave it in for a full count of five. Verbatim: on (B)(6) 2019, when injecting the nano needle came out of her skin after pressing the black button down and she was not able to leave it in for a full count of five. It came out because she could not see down on her lower abdomen where she was injecting. The patient was the operator of the device and her training status was not provided. The device model duration of use and suspect device duration of use was one day. The reporting consumer related the event of injection site pain to teriparatide therapy and was not sure if the event of more back pain was related to the teriparatide therapy.